Event description:
The customer reported a false positive result with the ID now covid-19 performed for pre-hospital examination on (B)(6) 2021. Direct tested nasal swab was used. The nasal swab was not used to swab both nostrils. Repeat testing was performed with a new sample with negative results. Confirmation testing was performed on nasopharyngeal swabs with pcr/lamp generated negative results. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-01344.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140860 and test base part number 190-430 / lot m140860. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.